Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4074-52 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's device experienced a measurement lock-up condition that inappropriately triggered elective replacement indicator (eri). The device was reprogrammed back to normal operation, and remains in use. No patient complications have been reported as a result of this event.